Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier power supply was evaluated and replaced. The system was tested found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was unable to be reviewed. No pt death or serious injury was reported related to this event.